Event description:
A malfunction was reported with a pump, displaying a malfunction code and experiencing button and charging issues. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to allow the pump's battery to deplete, then return it using a pre-paid label. A replacement pump was arranged, and the customer planned to use multiple daily injections as a backup therapy.